Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported that there was an issue with screen on the insulin pump. Customer stated that there was a triangle piece on the screen which makes it hard for him to read. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.